Event description:
Patient revised due to knee dislocation. The knee dislocated by jumping the ps post. According to physician the patient has a lateral laxity. The surgeon increased the poly thickness and the physician performed soft tissue repairs.